Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Block d6b: explant date: 2021.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure after an infection was discovered. The explanted device was not returned as it was discarded by the medical facility. No further information could be obtained.